Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and oversensing episodes. The patient is currently being monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.